Manufacturer narrative:
Event date was reported as at the beginning of last month. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by cloudy dialysate. The breach in aseptic technique was further described as contamination during therapy. It was not specified if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for peritonitis. It was reported the event "cleared up" within three days. Action taken with pd therapy were not reported. It was not reported if the patient was retrained on aseptic technique. No additional information is available.